Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Stem, head and liner explanted on (B)(6) 2020. Stem displayed clearly degraded/misshapen trunnion. Black and silver debris present in wound. Acetabular shell and screws retained. Acetabular liner replaced with new liner. Stem and head replaced with modular femoral stem and new femoral head.

Event description:
Stem, head and liner explanted on (B)(6) 2020. Stem displayed clearly degraded/misshapen trunnion. Black and silver debris present in wound. Acetabular shell and screws retained. Acetabular liner replaced with new liner. Stem and head replaced with modular femoral stem and new femoral head.

Manufacturer narrative:
Reported event: an event regarding fretting involving a accolade stem which was mated with a lfit v40 cocr head was reported. The event was confirmed via product evaluation and medical review. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs note the following: photos show an explanted accolade stem with biological material throughout and damaged trunnion confirming the reported fretting event. Clinician review: a review of the provided medical information by a clinical consultant indicated: the event can be confirmed. There was trunnion failure of the tmzf stem--lfit head combination by x-ray. There is trunnion wear on the photo. The root cause is likely a device associated with the lfit recall. Obtaining lot numbers, the implants, and medical records may confirm the hazard. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant revealed that the event can be confirmed. The photo and the x-ray represented typical findings for failure at the taper/trunnion wear. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc pr and CAPA pr. No further investigation for this event is required at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.